Event description:
The customer reported the system does not start up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The voltage on ps1 was evaluated and reseated. The system was tested and found to be working as intended and put back into service.